Event description:
Patient was revised to address pain and possible infection.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.